Event description:
Per the clinic, the patient experienced a performance decrement with device use. It was also reported that the patient experienced tinnitus and neurological issues. Troubleshooting did not resolve the issue. The implanted device remains.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019. This report is filed on april 30, 2019.

Manufacturer narrative:
This report is submitted on august 29, 2019.